Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not working. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith efforts.